Event description:
It was reported that the customer's insulin pump alarmed. During the call the nurse stated that the customer was hospitalized due to diabetes ketoacidosis and nothing further was given at the time. Attempted to contact the customer later and he stated that he experienced high blood glucose as a result of treating with a back up plan after he was told to disconnect due to the alarm. The customer was disconnected for twenty two hours prior to the event. Troubleshooting was performed. The customer stated that his blood glucose at time of his admission was over 500mg/dl, and his blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk. Unable to perform occlusion, prime and no delivery tests due to prime alarms during basic occlusion test.